Event description:
The doctor reported that the abutment screw fractured prior to restoration.

Manufacturer narrative:
Visual review of the returned product confirmed that it was fractured. Review of the product history did not indicate a manufacturing deviation that could cause this condition. No definitive root cause was determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.